Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that there was damage to the q12 bipolar transistor and several instances of field programmable gate array (fgpa) reset failures. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the shaft will not accept the reload. Another adapter was used to resolve the issue. There was no patient involvement. *medtronic's initial evaluation of the incident device found that pli-20 sigphandle had an afc code *medtronic's initial evaluation of the incident device found that the power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible. If the fpga is unable to reset and a motor move is commanded, such as motor test at initialization, the result is power pack error according to srs 012 as described in the reported condition. In log 444 the handle is upgraded to (B)(4), the handle was running (B)(4) handle software during initial fpga failure. The cause of this condition is due to fpga being unable to reset. This condition could impact the handle either extra operatively or intra operatively according to r0033522 h-18, h-28, h-40. Pmv will trend for future occurrence.